Event description:
Complainant is a nurse. They stated that they believe several of their pts experienced an allergic reaction to the product. The product is currently the only common denominator for the pts. An outside dermatologist examined a few of the pts and stated that they appear to have a reaction to silicon. Called firm and they picked up a sample of the product. Firm stated that nothing was wrong with the syringes. Pt's experienced redness and skin/eye irritation at 3 wks. Complainant is unsure as to whether the syringes they supplied to bd were the suspect product. Also they are unsure of the lot of the suspect syringes. Rptr stated that they use so many, they do not know if any suspect syringes are remaining.